Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2000 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following implantation the patient experienced pain, infection, urinary problems, organ perforation, fistulae and vaginal scarring. The patient underwent cysto-urethroscopy on (B)(6) 2008 and (B)(6) 2009 due to stress urinary incontinence, urge incontinence, pelvic pressure and urinary tract infection. The patient had partial removal of mesh, underwent revision and removal of mesh on (B)(6) 2009 due to voiding dysfunction, stress urinary incontinence, erosion of mesh, urinary incontinence and pelvic pain. Additional surgery was performed on (B)(6) 2009 due to mixed urinary incontinence, urethral hyper mobility, and urethrovaginal fistula. No additional information was provided. (B)(4) ¿ urinary problems; stress urinary incontinence; pelvic pressure; voiding dysfunction; urethral hyper mobility.

Manufacturer narrative:
Date sent to the FDA: 04/15/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that following insertion the patient experienced painful intercourse, pressure in vagina, vulvar vestibulitis, dysuria, hematuria, and suffered from anxiety related to these problems. It was reported that the patient underwent placement of a fascia lata sling on (B)(6) 2009 due to urinary problems and urethrovaginal fistula. No additional information has been provided. (B)(4).